Manufacturer narrative:
(B)(4). It was reported that as catheter was being removed from the sheath the hub/hemostatic valve completely broke off from the top of the sheath. Upon receipt, it was noticed that the cap was separated from the molded cannula. Both were returned by the customer. Then per the reported event, a dimensional testing was performed over the molded cannula and the cap and both were within specifications. Furthermore, a microscopic analysis was carried out and no flash was observed on the cap and molded cannula. Finally, the cap was manually assembled in the molded cannula and the two parts fit perfectly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the root cause of the cap detachment remains unknown since sheath passed specifications.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, when the catheter was being removed from the sheath the hub/hemostatic valve completely broke off from the top of the sheath. Upon receiving the product in biosense webster lab on may 2 2014, it was confirmed that the brim cap is no longer attached to molded, making this event reportable. The customer used an agilis sheath was used to complete the procedure.

Manufacturer narrative:
(B)(4).